Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 178, 165 and 156 mg/dl. The customer's expected fasting blood glucose test result range is 119 - 140 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 217 mg/dl using truemetrix meter and 227 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/23/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 156mg/dl (B)(6) 2017 12:00:00 am fasting:yes; 178mg/dl (B)(6) 2017 12:00:00 am fasting:yes; 165mg/dl (B)(6) 2017 12:00:00 am fasting:yes; 153mg/dl (B)(6) 2017 12:00:00 am fasting:yes; 150mg/dl (B)(6) 2017 12:00:00 am fasting:yes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 178, 165 and 156 mg/dl. The customer's expected fasting blood glucose test result range is 119 - 140 mg/dl. The customer feels well and did not report any symptoms of high blood glucose. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 217 mg/dl using truemetrix meter and 227 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/23/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 156mg/dl (B)(6) 2017 12:00:00 am fasting:yes, 178mg/dl (B)(6) 2017 12:00:00 am fasting:yes, 165mg/dl (B)(6) 2017 12:00:00 am fasting:yes, 153mg/dl (B)(6) 2017 12:00:00 am fasting:yes, 150mg/dl (B)(6) 2017 12:00:00 am fasting:yes.